Manufacturer narrative:
Manufactures investigation conclusion: a direct correlation between the device and the reports of chest pain and shortness of breath could not be conclusively determined during this investigation. Pulsatility index (pi) events were confirmed via analysis of the submitted log files; the cause for these events could not be conclusively determined. The account reported that the clinic lowered the patient¿s pump speed because of several suction events. The patient soon experienced sudden, acute shortness of breath and chest pain that resolved quickly without treatment. The submitted log files showed frequent pi events. The files were otherwise unremarkable and showed the device operating as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) serial number (B)(6) . No device is available for investigation. The heartmate 3 left ventricular assist system instructions for use (IFU) outlines adverse events that may be associated with the use of heartmate 3 lvas. The IFU also explains that the pulsatility index (pi) is a calculation that represents cardiac pulsatility, and describes that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index, and that pi events can be initiated for reasons other than true pi events. The relevant sections of the device history records (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 "introduction" of the heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) provides a list of potential adverse events that may be associated with the use of the hm3 lvas. This section also explains that the pulsatility index (pi) is a calculation that represents cardiac pulsatility, and describes that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events, such as sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. During a pi event, the pump speed will drop to the low speed limit and then ramp back up. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was seen in clinic due to several suction events. Device interrogation revealed the pump speed dropped from 5300 to 5200. The patient stated they felt okay initially but later felt acute shortness of breath and chest pain. Log file analysis observed pi events on (B)(6) 2020. No further information was reported.